Event description:
Hemopro tip broken. Hemopro tip broken after starting to use it. No injury to patient. Manufacturer response for endoscopic vessel harvesting system, (brand not provided) (per site reporter). They will be doing an investigation on this reported product failure.